Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 11. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event, the patient experienced: mobility. No further patient complications were reported.